Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and broken wire found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6)/2023. The product was evaluated. An external visual inspection was performed and broken wire found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).